Manufacturer narrative:
(B)(4). Dil cath: viatrac 4x20x135; guide wire: .014 x 180 asahi prowater gw; embolic protection device: 6mm spider fx; sheath: 6f sheath. Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. The reported thrombosis is a known observed and potential adverse event as listed in the xact carotid stent system instructions for use. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The rx acculink, referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a 95% stenosed, heavily calcified, left, internal carotid artery stenting procedure, after pre-dilatation, a xact stent delivery system (sds) was advanced but would not cross the lesion due to the vessel tortuousity. Another non-abbott sds was advanced, but would not cross either. An acculink sds successfully crossed to complete the stenting procedure and a non-abbott catheter was used to extract a thrombus that was found in the filter post stenting. Although the thrombus was reportedly caused by the non-abbott carotid sds, it's unclear when the thrombus actually occurred. There was no adverse patient sequela reported. There was no additional information provided.